Manufacturer narrative:
The cause of the tachycardia, stroke, sepsis, thrombosis, infection, and ischemia was unable to be determined due to insufficient clinical details. The cause of the fever, hematuria, heart valve incompetence, and cardiogenic shock was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia requiring defibrillation and repositioning of the pump. The patient also exhibited vegetation, endocarditis, sepsis, and cardiogenic shock. There was concern for ischemic colitis. The patient was treated with antibiotics. Clots were seen in the foley catheter. Later, care was withdrawn and the patient expired.